Event description:
While pt being turned by rns, ventilator powered off without notice. No alarms sounded @ time of shutdown. Pt immediately ventilated w/bvm (bag-valve-mask). No hypoxia occured w/pt. Sats @98%. Another vent brought in and changed out. Pt placed on new vent. No injury to pt.====================== manufacturer response for ventilator, esprit======================rep/service person aware and will come in.